Manufacturer narrative:
Pending evaluation. Concomitant device(s): 320-15-01, 6571240 - eq rev glenoid plate; 320-15-05, 6652295 - eq rev locking screw; 320-01-42, 6626490 - equinoxe reverse 42mm glenosphere; 320-20-00, 6706977 - eq reverse torque defining screw kit; 300-01-15, 6287447 - equinoxe, humeral stem primary, press fit 15mm; 320-10-00, 6638088 - equinoxe reverse tray adapter plate tray +0.

Event description:
As reported, this event for this (B)(6) y/o male patient, was a stage 2 revision of exactech implants due to infection in l shoulder. After removing cement spacer, a long (+10mm cage) baseplate was implanted on the glenoid side with 4 screws and a size 13mm humeral stem was cemented in (after a 15mm stem was removed) with a size 42mm constrained liner. Patient was last known to be in stable condition following the event. There were no devices to be returned.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.